Manufacturer narrative:
Evaluation results: related to another device - previously deployed stent. Inherent risk of procedure - stent deformation. Deformation problem. Evaluation conclusion: another device caused failure - previously deployed stent . Previously deployed stent FDA. (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion in the rca with little calcification and 80% stenosis. It was reported that the patient had a deployed stent in the rca. The physician attempted to use a 2.50mm diameter x 18mm length endeavor resolute (rx) drug eluting stent to pass through the deployed stent. But the stent couldn¿t pass it and deformed. The physician than switched to another stent. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared. The hypotube was kinked 13.5cm and 37.7cm distal to the strain relief . The 4th and 5th proximal segments were deformed . There were numerous struts raised and pulled distally on the 6th, 7th, 8th and 9th proximal segments . The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).